Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding air in the patient line, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the patient to end therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.